Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported cardiac perforation may have been procedure related. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During a pulmonary vein isolation procedure, a pericardial effusion occurred. After the pulmonary veins had been isolated, two agilis nxt introducers were removed from the left atrium. While removing one introducer, it was noted the inquiry optima catheter was not fully retracted into the introducer. The patient became hypotensive and an echocardiogram revealed a pericardial effusion, for which a pericardiocentesis was performed to stabilize the patient. Surgical repair of the perforation in the left atrium was completed and the patient was discharged three days post-procedure in good condition. There were no performance issues with any sjm device.